Event description:
On (B)(6) 2011, a 6-18 sized piece of veritas collagen matrix was used in a unilateral (right side) breast reconstruction case. The pt had radiation therapy and the breast tissue was thin and white - indicating limited vascularization. A mentor tissue expander was filled once during placement to approximately 300cc. Two drains were placed. The pt presented with an infection and required re-operation. During the procedure on (B)(6) 2011, it was noted that the veritas had not remodeled and was explanted. The tissue expander was replaced with the permanent implant. The pt was prescribed oral antibiotics for the infection. The pt's current status is reported as good.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specifications at the time of manufacture. It should be noted that veritas collagen matrix is terminally sterilized. Sterilization records were reviewed and product was sterilized to the specified dose limits.